Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID 3889-28, lot# va1bvfd, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was on program 1 at 1.1 and stimulation was working, but then they went to their healthcare provider (hcp) in the fall and were advised that the lead was not working so settings were changed to 0.9 on program 4. On this setting the patient noted not receiving therapeutic benefit as well as leaking. The caller indicated that the patient preferred "number 1" because it worked well on that setting. Additionally, the caller reported that stimulation was not comfortable for the patient and the patient cannot ride bikes or do their exercised because of the discomfort, which was described as "beating on her vagina bone" and being painful. During the call the ins was checked and stimulation was confirmed to be turned on and set to 0.9 on program 4. The caller was assisted with changing to 0.8 on program 3 where the patient confirmed feeling stimulation in the target area. The caller was further advised that the patient should follow-up with their hcp if their symptoms did not resolve. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that on (B)(6) 2017, the original program only worked 50 %. Doctor changed it. There was first big leak on (B)(6) and they were back to wipe. There was pounding on pubic bone as they did not like program. They had more leaking and pain. They got back to the lead that worked only 50 % what was originally installed on (B)(6), 2017. They had meeting with technician on (B)(6) to check in effect that their lead only worked for 50 %. They still had the problem of a wipe after bowl other than that it was a bit hard to practice yoga at night, the implant start to work on the right side of the top the right leg. They were able to do yoga especially inversion poses. Patient's weight was reported. On (B)(6), they put all my lead back in order. Now they had 4 programs to work with but as today no more leaking just left with anus pain. They would give more time to this program. They were much better even when they exercised as they had no more strange toes on right side. Patient was looking for new doctor.

Event description:
Additional information was received from the patient. They reported that they were told by one healthcare provider that they had 2 leads that weren't working. Due to this, they went to get a second opinion and they were told by a different healthcare provider that the leads were fine. They stated this all began 'they would say the beginning of last year'. They stated they were going between the 2 providers and they were planning on getting the ins replaced due to normal depletion. They were redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.